Event description:
It was reported that when the flush syringe was attached to the stopcock, the tip of the syringe cracked off of the stopcock. No pt complications. Reportedly, there was no blood loss.

Manufacturer narrative:
Device has not retunred for evaluation.